Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the emergency room on (B)(6) 2017 with an infection at the xyphoid incision site and device pocket area. The s-ICD system was explanted three days later. The patient then passed away eight days later. The field representative indicated that the patient has had a history of infections and described this infection as rampant. The s-ICD and electrode were not returned.

Manufacturer narrative:
The manufacture date for this electrode is (B)(6) 2016.